Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the upper vein of the left arm elbow. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 7.0 x 80, 75cm was returned for analysis. A longitudinal balloon tear was identified starting 3mm distal of the distal markerband and extending 52mm proximally. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the upper vein of the left arm elbow. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported. It was further reported that the 80% stenosed target lesion was severely tortuous and severely calcified. The balloon ruptured during the initial inflation.